Event description:
It was reported that this right atrial (ra) lead was experiencing undersensing. Technical services (ts) was consulted and explained nose signals and farfield oversensing was present on the right ventricular (rv) lead. Later on, high capture thresholds were noted on the rv and the device battery life decreased. The ra remains in service. No additional adverse patient effects were reported.